Manufacturer narrative:
(B)(4). Date sent: 9/7/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any issues with device performance during initial procedure?=>dr. Said there was no issue with device performance during initial procedure. What color cartridge was used on gastrojejunostomy? =>gst60d was used. Was the bleeding intra-abdominal or intraluminal?=>no information. Was the bleeding addressed through an endoscope or laparoscopically?=>no information. Were any staple formation issues noted in reoperation?=>no information. How was the estimated blood loss determined?=>no information. What is the current patient status?=>the patient was stable on (B)(6). Other additional information from the sales rep=>at the night of the operation day, the bleeding was confirmed and the patient was monitored in the ICU. The next day, the bleeding was stopped by electric scalpel with peroral endoscopy at the room of endoscopy. The blood transfusion was required. The amount of blood transfusion was unknown. Dr. Said because the remaining stomach was big and there was a few blood vessel around the target tissue, the staple hight was higher than for the blood flow.

Event description:
It was reported by the sales rep that, at the night of an open pancreaticoduodenectomy, about 1,000cc of bleeding occurred from the gastrojejunostomy site where the device was used at the 3rd firing. No blood transfusion was required. The bleeding was stopped by endoscopic hemostasis. The patient was male. No further information has been provided by the hp.